Event description:
Was broken during surgery.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the instrument that was returned confirms the report. The tightening knob and plate are missing from the handle. The root cause is attributed to heavy usage and suspected mis use. The lot number indicates the instrument was manufactured in february 2010. The product sample with the unknown lot code was not returned. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary..